Event description:
Customer admitted to hospital for high blood glucose and pneumonia. Review programming and it appeared to be correct. Pump was functionally tested and performed normally. Customer did not have clamp and will call back to complete troubleshooting when clamp arrives.